Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, after repositioning table, the 8mm vessel sealer extend instrument worked in opposite way. The surgeon turned right, but tip went left in every arm. Other instruments worked fine and without problems. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the instrument moved in unintended direction while in patient. The instrument responded in mirror image to the surgeon¿s instructions. The instrument did nothing if the surgeon did nothing. Regardless of which arm the instrument was placed in, it responded in mirror image. All other instruments responded normally. There was no instrument-to-instrument or system arm-to-arm interference nor external collisions. To resolve the issue, a new vessel sealer extend instrument was opened and used to complete the procedure.